Manufacturer narrative:
During the onsite visit the fse (field service engineer) performed eyetracker alignment and new energy calibration; function checks meets specifications. Fse replaced scanner targets, ablation targets, and eyetracker targets as a preventive measure. Logfile review for the day of event shows all laser system functions were within specifications during the start-up in the morning. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfiles can not confirm a warning or error message due to eyetracker malfunction. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, the eye tracker malfunction during photo refractive keratectomy. The surgery was completed without harm to the patient after rebooting the system. Additional information has been requested.